Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 4 mg/ml at an unknown dose via an implanted pump for spinal pain. It was reported it was unknown when the event/difficulty occurred, but the reporter would follow-up for more information. The event occurred during device follow-up. It was noted per the nurse, the patient did not want the pump anymore and was having the doctor titrated down for explant at some point. Environmental/external/patient factors that may have led or contributed to the issue, diagnostics/troubleshooting performed, and actions/interventions taken to resolve were noted as ¿not applicable.¿ the issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention was planned, but asked and unknown if had been scheduled. The patient¿s medical history was asked, but unknown and the patient¿s weight was unknown, but the rep would follow-up for more information. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep reported it was unknown when the issue began. Regarding the report the patient did not want the pump anymore and was having the doctor titrate down for explant at some point, it was indicated the patient lived far away and did not get much relief. It was noted the patient received minimal relief. No troubleshooting/diagnostic work was performed. Regarding the cause of the event the rep stated the patient wanted the pump out. The explant date has not been determined. The rep indicated the event did not result in any impact to the patient. It was indicated the information provided had been confirmed with the physician/account.